Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the log files, the stm noted error codes #43 and #44. The stm replace the fiber optic module and completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient,when the end user turned on the cs300 intra-aortic balloon pump (iabp), a "ap optical sensor failure" alarm was generated. It was later reported that the unit generated a "fiber optic module failure" message during power up. The iabp was brought to the customer's biomed and the same message appeared when powered on. There was no patient involvement; thus, no adverse event reported.